Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This was the third revision of a total hip. 8 securfit plus max stem removed a, 36 +5 lfit head and a 36 10 degree f liner, leaving the acetabular shell in place. Restoration modular cone/cone stem, f mdm liner/insert and 28 -2.7 biolox head implanted. Update 25/february/2019: patient was revised due to femoral stem instability. Patient has had 2 prior hip revisions. Revision implant sheet provided. Patient was revised to a restoration modular stem construct, biolox ceramic head, and an adm/mdm liner construct.